Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A product development investigation was performed for the subject device (screw and plate holding forceps, part number 347.985, lot number t923631). The screw and plate holding forceps (347.985) are noted as additional or optional instrument in both the 1.5mm headless compression screw and the 2.4mm cannulated screw systems. The forceps are specifically utilized for screw and plate handling/placement intraoperatively per the technique guide. The returned instrument (347.985 lot t923631) was examined and the complaint condition was able to be confirmed as the left tip was found to be broken (missing distal 2mm); the right tip was intact and bent laterally. The relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. As previously reported the review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #39857 and #39856 is corresponding to the specifications. The hardness was measured at the time of the manufacturing between (B)(4) hrc and was found to be good. No ncrs were generated during production. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined as the circumstances leading to the failure are unknown; the failure mode is typically associated with rough handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: part number 347.985 lot number t923631, screw and plate holding forceps, manufacturing date: april 02nd, 2008, review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #39857 and #39856 is corresponding to the specifications. The hardness was measured at the time of the manufacturing between 44-46 hrc and was found to be good. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the pinchers on one side of the screw forceps broke off during an open reduction internal fixation (orif) of the first metacarpal (confirmed not to be a revision). Fragments were generated and were retrieved. Another part was available and the procedure was completed successfully. There was a minimal 5 second delay. This report is 1 of 1 for (B)(4).